Event description:
Medtronic received information that after the implant of a transcatheter bioprosthetic valve, the arterial access site on the left was closed using perclose, which was only partially successful. The issue was reported to have been resolved with no further treatment. The event occurred on (B)(6) 2013. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)